Event description:
It was reported that during a da vinci hysterectomy procedure, the customer noted that the mega needle driver instrument wire/cable frayed and then broke at the tip of the instrument. No missing or fallen pieces were reported. No patient harm, adverse outcome or injury was reported. The surgery was completed.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation observed that the grip cable was found to be broken at the distal clevis hub. The cable segment stuck out at the wrist. The clevis did not exhibit any damage or wear marks. No other damage found. An additional observation not reported by site was main tube damage. The distal end of main tube exhibited various scratch marks with light material removal. The scratches were not aligned with the tube axis. The customer reported complaint does not itself constitute a MDR reportable event; however; the damage to the instrument's main tube and/or grip cable found during failure analysis investigation could cause or contribute to an adverse event if the failure mode were to recur.